Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump is not delivering when it is supposed to be as patient is having high blood glucose (bg) levels. The reporter stated that the bgs are sporadic and goes from 350mg/dl and higher with high amounts of ketones, vomiting, blurred vision and frequent urination. The reporter stated that the site set changed and there are no issues. The reporter stated there is no significant change in weight, no change in diet, and the patient is honest with their food intake. The reporter stated that the patient is (B)(6) and unsure if she is hitting puberty. The reporter stated that the patient will receive a bolus via injection and will monitor and give correction again if needed with the pump or with syringe depending on the bg level at that time. The reporter stated that the patient pushes fluids as well. Customer support completed troubleshooting and all settings were correct. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the alleged blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the last bolus and the last basal delivery were on (B)(4) 2013. On (B)(4) 2013 pump recorded alarm due to pump not being primed after rewind. Deliveries did not resume until later on (B)(4) 2013. No activity outside of normal observed in the download history or the black box. The total daily insulin deliveries observed to add up correctly to the users programmed rate. The pump passed the required test 29 hour flow test and was found to be delivering within specifications. The force sensor calibration check showed the pump is not detecting the correct force. The pump cover and force sensor was removed for investigation. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the complaint during the investigation process.